Manufacturer narrative:
The field service engineer (fse) inspected the module, replaced the sipper nozzle, removed and cleaned the acrylic blocks, and checked all adjustments for the sipper and ise probe. He performed primes, instrument checks and ion-selective electrode (ise) checks with acceptable results; calibrations and qcs were performed with acceptable results. Further information regarding the case was requested but not provided. The cause of the event could not be determined.

Manufacturer narrative:
The electrode lot number and the expiration dates were requested but not provided. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect na and k for gen.2 results from seven patient samples tested on the cobas 6000 c501 module. The reporter was able to provide six patient samples with discrepant results: sample (B)(6). The initial na result was 96 mmol/l. The repeat result was 142 mmol/l. Sample (B)(6). The initial na result was 119 mmol/l. The repeat result was 141 mmol/l. Sample (B)(6). The initial na result was 111 mmol/l. The repeat result was 140 mmol/l. Sample (B)(6). The initial na result was 113 mmol/l. The repeat result was 142 mmol/l. Sample (B)(6). The initial na result was 90 mmol/l. The repeat result was 137 mmol/l. The initial k result was 1.8 mmol/l. The repeat result was 4.1 mmol/l. Sample (B)(6). The initial na result was 90 mmol/l. The repeat result was 137 mmol/l.